Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 46 mg/dl; cause was not known. Customer consumed glucose tablets to address bg. The customer alleged that the pump was delivering too much insulin; however, troubleshooting was performed and the pump was operating as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.